Event description:
Midas rex drill tip broke off in patient and was not removed. Staff did not save the remaining part. From op note: in the effort to place a distraction pin through the lower level, the match tip drill was used to drill into the aperture in the c4/5 metallic disc. The tip of the drill welded into the aperture and could not be removed, so it was left.